Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. During fa, the usm was able to drive multiple instruments on the system with no issues. The usm also passed yaw/pitch verifying cal, sine cycle, fiber power, carriage strength and insertion friction tests on the patient side cart fixture test platform (pftp). Visual inspection did not find any factors that could have contributed to the reported event. The fa identifies that the yaw motor module and the axes controller, arm (aca) board to be potential root causes of the reported event. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative who was present during the procedure confirmed that the issue occurred during the procedure. The ports were placed on the patient. The issue was resolved after emergency power cycle of the system. The procedure was performed with four arms because the issue was restored. The procedure was completed robotically. Field h8 corrected to initial use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that error 23118 occurred. The csr chose "retry" but the error occurred again and did a power cycle. The csr reported that error 23087 occurred after power cycle the system, the surgery was stopped now. The tse confirmed the error was pointed at yaw axis on universal surgical manipulator (usm)1 and advised to ask surgeon about emergency power off (epo) cycle or "disable arm". The csr accepted it and decided to ask how to proceed. There was no reported injury.